Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient stated she had an ¿issue¿ with her implanted device. The patient stated she experienced an intense feeling that felt like a pulling or tight pinch. The patient noted she was not able to empty. The patient noted she went to her healthcare professional (hcp) on (B)(6) and the hcp changed her to a new program. The patient stated it was not more comfortable. Patient services reviewed options to turn down stimulation or turn stimulation. The patient noted she knew how to do that. The patient noted she tried turning it down, but it was still uncomfortable. The patient noted the issues began about a month and a half prior to the call on (B)(6). There were no further complications that have been reported as a result of this event.